Manufacturer narrative:
Patient¿s initials are (B)(6). Patient¿s date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to manufacturer for review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: february 2, 2009 device was manufactured under the part number 36599, which is the internal number for the spare reamer tube for 309.038. No non-conformance reports were generated during production of this spare reamer tube. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip screw (dhs) was converted to a full hip, due to the development of arthritis in the patient. The dhs was not a synthes product. When using the broken screw removal set, the trephine broke and a piece of the trephine fell into the patient. X-rays were taken to determine fragment location, but the piece could not be retrieved. It remains in the patient. There was a 5-10 minute surgical delay. The procedure was successful. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The product summary investigation shows, the device was returned and reported to have broken intra-operatively with a piece falling and remaining in the patient. This condition is confirmed; four teeth at the distal end of the reamer tube are missing leaving a triangular gouge that encompasses two thirds of the circumference by one centimeter in depth. It is likely that the device collided with another screw or something harder than bone while removing the original screw leading to the complaint condition. The reamer tube was manufactured in 2/2009 and is six years old. The drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The complaint condition for the 309.038 lot number 2437951 spare reamer tube was not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.